Event description:
Ventilator alarmed "vent inop" for about 1 minute or so, then shut off. Therapist was present during alarm. Several attempts to restart failed. Device removed from service. Patient went bradycardic and hypoxic. Short period of bagged mask ventilation. Patient subsequently intubated and placed on another ventilator. No further problems. Patient is fully recovered.